Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00121. The device was manufactured between 21jun2019 and 25jun2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor under infused. When the device was disconnected it appeared ¿almost full¿. The device was filled with 13.5g piperacillin/tazobactam in 230ml of 0.9% sodium chloride (nacl) 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.